Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional patient or event information is available.